Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded and discolored. Evaluation also revealed that the audio bolus button required hard presses to elicit a response. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/22/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: evaluation revealed that the display was dim, faded and discolored. Evaluation also revealed that the audio bolus button was responsive but required hard presses to elicit a response. Unrelated to these issues, the audio bolus button cover was found to be puncture and torn and the slug was exposed. Initial reporter: (B)(6).